Event description:
Reportedly, during an arrhythmia episode on (B)(6) 2014, the ICD classified as slow vt and delivered atp and shocks on what seems to be a svt. Also, inconsistent dates, hours and messages were observed in device memories.

Event description:
Reportedly, during an arrhythmia episode on (B)(6) 2014, the ICD classified as slow vt and delivered atp and shocks on what seems to be a svt. Also, inconsistent dates, hours and messages were observed in device memories.

Event description:
Reportedly, during an arrhythmia episode on (B)(6) 2014, the ICD classified as slow vt and delivered atp and shocks on what seems to be a svt. Also, inconsistent dates, hours and messages were observed in device memories.